Event description:
Report received from (B)(6) states: "cutter does not cut. No pt impact." Add'l info: the cutter continued to aspirate.

Manufacturer narrative:
Though requested, the device has not been received for eval. Should add'l info become available, a supplemental report will be filed.